Event description:
It was reported that the patient's right atrial (ra) lead dislodged overnight. The physician noted that the dislodgement may have been due to tightness near the clavicle which resulted in a more difficult initial placement. The lead was repositioned, tested and reattached to the device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.